Event description:
It was reported that during a myomectomy procedure that turned into a hysterectomy, while grasping a pedicle, jaw broke off when the blade was advanced. Another device was used to complete the procedure. These were all the details provided. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned. The cable was cut off. Inspection of the jaw area showed damaged to the retention pins that hold the jaws in position. The rotation pins were sheared off. Due to the returned condition, functional testing could not be performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.